Manufacturer narrative:
(B)(4). Device is a combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-02206. It was reported that a deployment issue occurred which resulted in the stent being implanted in an unintended location. The target lesion was located in the left anterior descending (lad) artery. A 4.00x8mm promus premier¿ stent was advanced to the lesion. While trying to deploy the stent, it was noted that the stent delivery system migrated proximally with the stent still on the balloon and that the stent was deployed in the left main. Another 4.00x8mm promus premier¿ stent was advanced to the lesion; however, the stent delivery system again migrated proximally and the stent was deployed distal to the left main. Angiogram revealed no significant calcium. No further patient complications were reported and the patient¿s status was fine.